Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump had a compromised force sensor alarm. Blood glucose level at the time of the incident was unknown. No symptoms were indicated and so no treatment necessary. Customer stated the device drive support cap is sticking out. Trouble shooting occurred but issue was not resolved. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion,compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.